Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that when they turned on the mobile view station (mvs), they were able to input patient information and then the mvs suddenly lost power. The site also reported that they were able to reproduce this behavior. The site has a second imaging system that they were able to use so this caused no clinical impact. There was no patient present when this issue was identified. Further onsite investigation revealed that the generator failed to boot up, there was also no voltage in the capacitor and the interface board was damaged. The aforementioned parts were replaced but complications remained as the generator had higher voltage than desired. It was then decided to send the whole imaging system back to manufacturer for repair. Replacement of the imaging system resolved the issue. No other issues were reported. Affected imaging system was not returned to manufacturer by the site, therefore, analysis of the device is not possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when they turned on the mobile view station (mvs), they were able to input patient information and then the mvs suddenly lost power. The site also reported that they were able to reproduce this behavior. The site has a second imaging system that they were able to use so this caused no clinical impact. There was no patient present when this issue was identified.